Event description:
It was reported that shaft detachment occured. An expo diagnostic catheter was selected for use. During the procedure it was noticed that the catheter shaft was bent and broke inside the patient body. The procedure was completed with a different device. No patient complications reported.